Manufacturer narrative:
Other, other text: returned device was received in good physical condition. Evidence of reported problem in event log was found. During the evaluation of the device, analysts were unable to repeated the customer's reported issue. The error was found in the event history log but it could not be confirmed during testing. The downstream sensor will be replaced as a preventative measure. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Returned device was received in good physical condition. Evidence of reported problem in event log was found. During the evaluation of the device, analysts were unable to repeated the customer's reported issue. The error was found in the event history log but it could not be confirmed during testing. The downstream sensor will be replaced as a preventative measure. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received that during testing of this smiths medical cadd legacy 1 pump, the pump exhibited double beep no cassette. No reported adverse effects.